Manufacturer narrative:
Product analysis: at analysis it was determined that the external pulse generator (epg) failed menu dial at incoming functional testing, the display flextape was pinched but not compromised, the hanger assembly was cracked and a capacitor on the main printed circuit board (pcb) was broken. All found defective parts were replaced and all other identified issues were resolved. The device then passed all final functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
The external pulse generator (epg) was returned for preventive maintenance and subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.